Event description:
The event is reported as: tip broke off capio suture and fell into patient. This happened twice on the same patient. Surgeon made decision to leave bullets in patient. No patient injury reported.

Manufacturer narrative:
No product will be received for investigation. Investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.